Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 680r32 heart ring and 680r32 heart ring implanted (B)(6) 2016. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited varying thresholds and was double counting the p-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.